Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number for missing tear drop label. Customer returned photos of pen needles without a tear drop label. Customer states that the needle was unsealed. The attached photos were examined and exhibited no tear drop label or inner shield on the pen needles. It is difficult to determine if the samples shown in the attached photos had previously been properly sealed from the attached photos without the physical samples. Unable to perform DHR check due to unknown lot number for missing tear drop label. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the samples shown in the attached photos had previously been properly sealed from the attached photos without the physical samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the samples shown in the attached photos had previously been properly sealed from the attached photos without the physical samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine insulin pen needle came in a damaged package where the sterile seal tab was missing. This occurred with twenty needles. No serious injury or medical intervention was reported. Verbatim: "material no.: unknown, batch no.: unknown. It was reported the sterile seal tab was missing on approximately twenty needles. Patient's husband called coc nurse to say he was delivered "non sterile" needles. He admits that he administered apokyn to patient using one of the unsealed needles that was delivered with the patient's most recent delivery of medication and supplies. Upon inspection by coc nurse, patient showed coc nurse a green pill bottle filled with approximately 20 needles which did not have the sterile seal tab and 2 empty apokyn 3 ml vials. The lot number of the empty vials was: maqe03a. The patient's current delivery did not match the used vials lot number.; however, this lot number did match older delivered apokyn to the patient."